Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was successfully inserted through the catheter. During deployment and undeployment testing, there was difficulty undeploying the catheter. No problems were noted with the state of the splines in any position. Dissection of the catheter found an accumulation of corrugated below, which constricted the guidewire lumen resulting in the inability to undeploy the catheter. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen.

Event description:
Reportable based on returned device analysis completed on 09 september 2024. It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During prep, the catheter would not undeploy after being deployed to the basket configuration outside of the patient. The procedure was completed successfully without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed detachment of the strain relief/luer.